Event description:
The manufacturer received information alleging a customer was returning the trilogy evo, USA loaner device due to end of contract. There was no harm or injury reported. During the evaluation of the trilogy evo, USA device at the third-party service center, the device did not pass the evaluation according to the service manual. The touchscreen does not work and keeps rebooting. It displays several error codes related to the system board and the pneumatic system. Review of the device's event log document an evt_touchscreen_fail and evt_power_vbus_dropped error codes. The technician recommended replacing the device's display and system board to address these issues. No repair was performed. The device was processed as scrap. Additionally, the device's blower assembly, proportional valve, 3 -way solenoid valve, machine flow sensor, tubing-system pca, tubing-blower chassis, tubing-fio2, and tubing flow o2 will need to be replaced. The batteries do not need to be replaced.